Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc to the end of therapy and advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp understood and was finishing with manuals. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 alarm where there was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.